Manufacturer narrative:
During service, once the electrical connector was dried, the e315 error and black display screen issues were resolved. The reported image noise was not confirmed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was fluid invasion in the electrical connector of the subject device and the displayed image was noisy. The reported issue occurred while preparing the subject device for use prior to a diagnostic enteroscopy procedure. There was no delay in the intended procedure due to the issue, and the procedure was completed using another device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the device was displaying an e315 error code (scope error) and the display screen was black. This report is being submitted for the malfunction found during evaluation of the device (e315 error and black screen).

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: water invaded the scope connector, the electrical components were broken, and the error message was displayed. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.